Event description:
A 3.0mm diameter x 30mm length ave gfx2 stent was inserted into a right coronary artery. It was not possible to cross the target lesion. The stent and delivery system were pulled back and the stent dislodged from the stent delivery system. The stent was retrieved successfully. The target lesion was treated with two other gfx2 stents of unknown size and length. Despite repeated attempts to obtain more info regarding this event, there is no further info available from the user facility.

Event description:
Medtronic ave has been notified of additional information regarding the dislodged stent. The stent dislodged at the groin and was snared at the groin.